Manufacturer narrative:
Event site postal code (B)(6). A getinge field service engineer (fse) evaluated the unit and found that the power cord could not be retracted into the trolley. Checked that the power cord is dirty and sticky, wipe the power cord. Checked the cable reel in the trolley, the power cord is out of the cable reel, re-straighten the test, and the power cord is successfully retracted into the trolley. Perform the test, all parameter indicators meet the factory requirements, and can be used clinically, and the equipment is delivered to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 telephone number (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) power cord could not be automatically retracted into the trolley. There was no patient involvement.